Manufacturer narrative:
A search for non-conformance's associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was available but has not been returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental report. The instructions for use (IFU) identifies premature coil detachment as potential complications associated with use of the device.

Event description:
As reported, a 13mm x 47 cm hydroframe 18 was then inserted into the microcatheter. Excessive resistance was felt when inserting this coil and when attempts were made to remove the coil it detached in the microcatheter. The jailed headway duo was then unable to be used to deliver further coils to the aneurysm resulting in sub optimal treatment of the target. It is not possible to retreat with further coils due to the flow diverting stent insitu so the patient will be monitored at regular follow up intervals and a decision will be made as to whether they require additional treatment and if so, the nature of that treatment will be determined in the future. No patient injury reported, however the incident has resulted in an incomplete treatment of a large aneurysm and limited the options for further treatment of the lesion. The patient is stable.

Manufacturer narrative:
The investigation of the returned coil system found the implant to be slightly stretched and wavy at the proximal end, which is consistent with the coil experiencing resistance within the microcatheter as described in the reported event. However, the implant was found to still be attached to the pusher. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported premature detachment. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched implant, but stretching is consistent with the device experiencing forces exceeding the implant's yield strength. The microcatheter used with the coil system during the procedure was found to be flattened at approximately 16cm from the distal tip, which may have caused or contributed to the resistance described in the reported event.

Event description:
See h11 for product investigation results.